Manufacturer narrative:
Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. The complaint could not be verified and a root cause could not be determined in association with the subject controller as the subject unit functioned as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. An issue with one of the concomitant devices in use at the time of this complaint event. A loose wand connection to the controller in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the coblator ii controller would not function with a procise xp ent wand. No back-up device was available for use. The procedure was completed using an alternate method/product.